Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms during the cartridge load process, including confirmed cartridge alarm 30, and that a commanded 9-unit bolus did not complete because the alarm recurred. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge as instructed and planned to use multiple daily injections as backup insulin therapy, while technical support confirmed the pump was in warranty, arranged replacement of both pump and original cartridge with a device using updated software, instructed customer to place old pump in storage mode and return it within 10 days using provided shipping materials, and advised that customer would need to re-enter pump settings and reconnect continuous glucose monitor on the replacement pump.